Manufacturer narrative:
Upon receipt, the lead was found dissected. All parts of the lead were received. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The returned device was visually and electrically analyzed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were reinvestigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.

Event description:
Ous MDR - shortly after implantation, capture control was disabled in the lcd. An in office follow-up on (B)(6) 2013 revealed ventricular pacing threshold around 4 and 2.5v at 1.0ms. Threshold start output was increased in order to track the development in threshold values. All other values were normal and unchanged from implantation. Threshold remained around 4 volts and it was decided to replace the lead.